Event description:
Nurse attempting to pop an instant hot pack for newborn and bag exploded all over warmer and infant trunk. Infant bathed immediately. No trauma noted ot skin. Dr was notified, no new orders given, ordered routine newborn care only.